Event description:
It was reported that this pacemaker device recorded a code 1003 pre-implant due to what is believed to be due to exposure to cold temperatures. Boston scientific technical services (ts) provided guidance to the boston scientific representative (rep) to move the device to a warm area, wait three (3) days to reinterrogate the device and send in device data for analysis to have the device cleared for implant by boston scientific engineering (eng). The rep indicates the device was interrogated three (3) days later and no error code was observed but the device data was not sent in for eng analysis. As a result, we are unable to confirm that the device has successfully recovered and was indeed exposed to a temperature less than 32 degrees causing the fc1003. The device remains as pre-implant status in the possession of the rep at this time. There are no adverse patient effects.